Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that their implant never worked since they had it implanted and that they wanted to have it replaced for that reason. The patient stated that they wanted to have their ins replaced before the end of the year. The patient wanted to contact a manufacturer representative that they had talked to previously regarding their implant. The patient noted that they cannot get in touch with their healthcare provider (hcp). No symptoms or complications were reported.

Manufacturer narrative:
Additional information received now suggest the event is a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a scheduled surgery on (B)(6). Patient reported that their whole spinal cord stimulation (scs) system was going to be replaced because it was not working and she had nothing but problems with it since implanted. Patient clarified that the reported stimulator was not giving her the right stimulation and programming was all off. Patient reported that stimulation would move on its own and she would have it on one setting but then it would switch if she started walking. Patient services (pss) clarified with patient that this was the adaptive stimulation feature and patient stated they were aware of that however were unsatisfied with this feature. Patient reported she had been unsatisfied since the device was reprogrammed a month ago. Patient reported the device was reprogrammed by a manufacturer's representative (rep) and reported that this rep was helping another rep. Patient reported that they could not get their ins to charge and the main reason why the system is getting replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a scheduled surgery on (B)(6). Patient reported that their whole spinal cord stimulation (scs) system was going to be replaced because it was not working and she had nothing but problems with it since implanted. Patient clarified that the reported stimulator was not giving her the right stimulation and programming was all off. Patient reported that stimulation would move on its own and she would have it on one setting but then it would switch if she started walking. Patient services (pss) clarified with patient that this was the adaptive stimulation feature and patient stated they were aware of that however were unsatisfied with this feature. Patient reported she had been unsatisfied since the device was reprogrammed a month ago. Patient reported the device was reprogrammed by a manufacturer's representative (rep) and reported that this rep was helping another rep. Patient reported that they could not get their ins to charge and the main reason why the system is getting replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the rep became aware on 12/20 of the procedure taking place on (B)(6). It was reported that a replacement would occur. It was reported that the device charges fine but the patient just thinks it takes too long. It was reported the issue has not been resolved yet. Rep told patient they could meet to reprogram and reset adaptive stim which would resolve her issues but she wanted the ins replaced.